Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter's display was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began approximately 1 week prior to contacting lfs, after the subject meter was dropped. The cca noted that the patient manages his diabetes with insulin (self adjuster); however, it is not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. Twenty four hours after the alleged issue occurred, the patient reported developing symptoms of thirst and frequent urination. The patient claimed he took an increased dose of insulin (type unknown) at 1 pm the following day after the alleged issue started. At the time of troubleshooting, the cca noted that the patient no longer had the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.